Event description:
The home patient (hp) reported feeling full, as if home patient was overfilled, while using the homechoice cycler for apd therapy. The hp reportedly had received a "low drain volume: alarm during the initial drain phase of therapy, which indicates that the hp's drain volume had not yet exceeded the minimum drain volume requirement. The hp reportedly bypassed the alarm during the initial drain and therapy was advanced into fill 1. The hp relates that during the therapy pt felt overfilled and discontinued therapy with the cycler. According to the hp, pt performed a manual drain using capd supplies. The hp reportedly does not remember how much fluid pt had drained out during the manual drain, however, pt did state that "it felt like 6000mls". The hp reportedly did not use the homechoice cycler for the next several days but performed exchanges manually instead. The hp relates that there was no pt injury or medical intervention as a result of this incident.